Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the cylinder and pump of this inflatable penile prosthesis (ipp) were removed and replaced due to a hole in the cylinder. The physician believes the hole occurred during implant surgery while closing over the implant and it is not related to a device malfunction. There were no patient complications reported.